Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and an issue with the device's battery. There was no harm or injury reported.  The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board and oxygen blending module board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board and oxygen blending module board. The power management board and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to solder crack on ferrite (e2). The root cause of the oxygen blending module board was due to o2 sensor (u19) being out of tolerance.